Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5181097/7070429. Product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7043106.

Event description:
It was reported that the patient experienced an inadequate stimulation. All components were explanted and will not be returned per hospital policy. No further information has been obtained despite good faith efforts.